Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. The patient also reported experiencing phrenic nerve stimulation. The patient has been hospitalized and a revision procedure is being planned. For now, the crt-p remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the crt-p be returned back from the field for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. The patient also reported experiencing phrenic nerve stimulation. The patient has been hospitalized and a revision procedure is being planned. Additional information provided from the field indicated surgical intervention was performed and the crt-p was explanted. No additional adverse patient effects were reported. This crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. The patient also reported experiencing phrenic nerve stimulation. The patient has been hospitalized and a revision procedure is being planned. Additional information provided from the field indicated surgical intervention was performed and the crt-p was explanted. No additional adverse patient effects were reported.